Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included multiparous and nabothian cyst. Concurrent conditions included morbid obesity and adenomyosis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 21 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and urinary tract disorder ("urinary problem or changes"). On (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes or skin conditions type"), pain ("lower body pain"), abdominal pain ("abdomen pain"), back pain ("back pain"), pain in extremity ("legs pain"), abscess ("abcess") and staphylococcal infection ("subsequent staph infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, rash, migraine, headache, bladder disorder, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, pain, abdominal pain, back pain, pain in extremity, urinary tract disorder, abscess, staphylococcal infection and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, rash, staphylococcal infection, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. The case became incident. Removal surgery was done for event pelvic pain. Insertion date was updated to (B)(6) 2012. Reporter information was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.